Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic left nephroureterectomy, reload used on vein fine. Reload used to separate ureter from bladder, staple formed on the side of ureter but nothing on the bladder side. Hole in bladder, repaired by surgeon with suture. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Batch # n57e9a the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload not loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.